Event description:
It has been reported to the company that the occlusion balloon would not deflate when required. The physician inserted the occlusion balloon wire into the patient and inflated to occlude the vessel. The physician inserted a stent delivery catheter and deployed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the particulate from the vessel. The physician removed the aspiration catheter and attempted to deflate the occlusion balloon. The physician attempted a second time with no success. The physician cut the occlusion balloon wire per instructions in the product IFU which caused the balloon to deflate. The patient is reported to be fine.